Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 0019816. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd intima-ii¿ closed IV catheter system the tubing clamp was missing. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 13:45, on (B)(6) 2022, when the patient finished infusion, the responsible nurse sealed the tube for the patient, and found that the indwelling needle had no clip, which was an abnormal phenomenon.